Event description:
Underdelivery reported. The pump was in home care use infusing a tpn solution at the following settings: 1200ml volume over 12 hours with one hour taper up and one hour taper down at the beginning and ending of the infusion. The patient has used this pump for a long time and is very familiar with the set up. After approx. 3 hours she noted that the IV bag was still full and it did not apppear that the correct amount had delivered.the pump was switched out and delivery resumed. The patient did not experience any adverse effects. No additional information was available.